Manufacturer narrative:
Batch review performed on 28 august 2018. Lot 1654045: (B)(4) items manufactured and released 10 april 2017. No anomalies found related to the issue. To date, a similar event on the same lot has been registered. Visual inspection performed by 30 august 2018 by r&d product manager. During the visual inspection also the photos were analyzed. The impaction plate had the locking disc separated from the central pivot; the breakage probably occurred after an high torque applied during the disassembly from the shell, after the impaction of the cup.

Event description:
After dm cup implantation when the surgeon removed the impactor he noticed it is broken. The broken part was removed immediately as soon as noticed. There was no delay, the patient was not affected.